Manufacturer narrative:
G4:05apr2021. B4:13apr2021. Additional information was received that the issue was discovered during testing. No patient involvement or delayed in treatment. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
The customer reported a machine and proximal pressure sensor failure error after replacing the user interface board. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the data acquisition board. The customer responded that the (data acquisition)da-(motor controller)mc cable was not seated correctly. The cable was reseated to address the reported problem. The unit successfully passed the required performance verification test.